Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. DHR review was completed and the device fulfilled all requirements prior to release.

Event description:
A case of pericardial effusion was reported in a procedure where the versacross rf wire and versacross transseptal sheath were used among other devices, including the watchman sheath, a pigtail catheter and a 31 mm flex device. A transseptal puncture using baylis medical devices was completed followed by the deployment of the flex device into the left atrial appendage (laa) using the watchman deployment catheters. Immediately upon retraction of the deployment catheter sheath from the laa into the right atrium and inferior vena cava, a pericardial effusion was observed. Pericardiocentesis was performed after patient observation for 25-30min, followed by open heart surgery. The surgery was successful and the patient was deemed to be stable. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. A separate MDR has been submitted for the versacross transseptal sheath under MFR report number: 9710452-2021-00048.